Manufacturer narrative:
Eval is in progress, but not yet concluded. When trying to repair the roller pump, the field service rep (fsr) broke the screw off in the raceway. The roller pump will have to be returned to the MFR for repair.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the tube clamp latch was broken on the roller pump. The bottom of latch does not open. Since the event occurred during preventative maintenance, there was no pt involvement.